Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, clamp tubing" alarm. The reservoir volume was 835.3ml, the rate was 2.0ml, and 56.7ml was given. Air in line was observed. Cassette was removed and reattached twice, and unable to reset the alarm. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.